Manufacturer narrative:
D4: the UDI is unknown because the part/lot number were not provided. H6: medical device problem code 1494-incorrect anatomy. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The cardiomems (cmems) sensor pulled back slightly after implant and there was a little difficulty getting the signal at first, but was ultimately able to calibrate and take readings. The physician believed the cause of the positioning issue was that the sensor was stuck to the 0.018 steelcore guide wire. There was no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in the left pulmonary artery. The cardiomems (cmems) sensor pulled back slightly after implant and there was a little difficulty getting the signal at first, but was ultimately able to calibrate and take readings. The physician believed the cause of the positioning issue was that the sensor was stuck to the 0.018 steelcore guide wire. There was no reported adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the procedure was to treat a lesion in the left pulmonary artery. There was no resistance during advancement. Upon removal of the steelcore guide wire from the pulmonary artery, the senor appeared to move back with the guide wire. The sensor was not removed from the body and an additional swan catheter was placed to help remove the sensor from the guide wire; eventually the sensor became free of the wire. There was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the cardiomems sensor resulted in the reported entrapment of device. The treatment appears to be related to the operational context of the procedure as reportedly an additional swan catheter was placed to help remove the sensor from the wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.b1 - adverse event/product problem: updated. B2 - outcomes attributed to ae: updated. H1 - type of reportable event: updated. H6 - medical device problem code 1494, 1528 and 2920 were removed. Medical device problem code 1212 was added. Health effect - impact code 2199 was removed and 4641 was added.